Event description:
This event is the second part of the event (livanova case: (B)(4); FDA# 3004478276-2016-00112). The manufacturer was notified on (B)(6) 2016 of the following : the new perceval size 27 was used after the removal of the first perceval which popped up. The perceval was collapsed and implanted inspection was good. It was ballooned at 4 atms for 30 sec and inspection revealed annulus showing below perceval just as the first valve used. (Valve popped up) the perceval was removed after cold slush using z maneuver. Surgeon decides to implant trifecta 25. Total additional x-clamp time as a result of both failed implants is about 30 minutes.

Manufacturer narrative:
The DHR (device history record) for the perceval valves and accessories, filed by the quality control department was retrieved and reviewed. A preliminary visual inspection was performed in order to record the gross appearance of the returned products in the ¿as received¿ conditions. Photographs of the returned material were taken during this step. The returned pvs valve was transferred to a formalin-filled (4% aqueous formaldehyde solution) container for more than 12 hours according to livanova procedure. After this step, a visual inspection of all the returned devices/accessories was performed. Subsequently, a simulation of collapsing, deployment and ballooning phases was performed in order to attempt to replicate the reported event, according with the indication included in the instructions for use. In particular the deployment and ballooning phase was performed for both valves on a silicon aortic root reinforced at the annulus level by means of a nitinol ring (i.e. The internal core of memo 3d annuloplasty ring). This was fixed around the level annulus of the silicon aortic root in order to mimic the anatomical condition, considering also the possible not perfect circularity of the native annulus in worst case conditions. Photographs were taken in order to document these steps. The document review confirmed that both the pvs 27 / xl - s/n (B)(4), the dual collapser, the dual holder and the catheter (accessory kits mics lot# 1603010132), satisfied all material, dimensional and performance requirements at the time of manufacture and release. The problem experienced by the customer cannot be explained by any factor intrinsic in the involved device and accessories since no defects were detected by the visual inspection. The collapsing and the ballooning procedure, performed with the returned devices and accessories, was successfully completed without to be able to replicate the anomalous behaviour of dislodgment of the valve such as reported in the initial case history (¿valve popped up¿).